Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received this implanted system due to a prior syncopal episode. One day post-implant, loss of capture was noted on the right ventricular (rv) lead. Intermittent loss of capture was reproducible with movements. X-ray confirmed that the rv lead micro-dislodged. During a recent check, provocative maneuvers noted consistent capture. As a result, the physician elected to continue to monitor the patient appropriately. No adverse patient effects were reported.